Event description:
In 2005 the lay patient contacted lifescan alleging that his one touch ultra meter was reading inaccurately low compared to the laboratory. The patient obtained a result of 4.9mmol/l on the reported meter compared to a laboratory result of 8.9mmol/l performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan's criteria for accuracy. The patient received no medical attention at the time of concern. The patient conducted a control solution test that fell outside of the control solution range. The customer service rep (csr) walked the patient through 3 control solution tests; 2 of the tests passed and one failed specifications.